Event description:
Additional information received that the reported issue occurred during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump was unable to be properly occluded.

Manufacturer narrative:
Updated blocks: b3 and b5. Per information received from the field service representative (fsr), the perfusionist was checking the occlusion and had over tightened the occlusion knob. He was then unable to release the occlusion. The fsr provided additional information on how to properly occlude the roller pumps.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, even when the pump head was tightened to be completely occluded, it was not able to hold pressure and the pressure would drop to zero after only a few minutes. The field service representative (fsr) performed mechanical, electrical, and visual testing of the pump. Thorough inspection of the roller pump found no issues. The unit operated to the manufacturer's specifications.

Event description:
It was reported that the occlusion on the roller pump in the cardioplegia position was unable to be set properly. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient.